Event description:
It was reported that the user experienced an occlusion alarm on the ilet while using a steel contact detach infusion set with 23-inch tubing, and blood glucose was elevated to 365 mg/dl until the issue was resolved after a full supply change and resumption of pump therapy. Symptoms included hyperglycemia without reported ketones, dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included transient elevation of blood glucose without hospitalization, emergency care, or need for assistance beyond routine troubleshooting. Investigation included a guided supply change and education that restored insulin delivery and resulted in blood glucose trending downward. Investigation of this case revealed an infusion set occlusion that resolved with replacement of consumables, consistent with an obstruction in the insulin path. It was concluded, based on previously established findings for similar reports, that the cause was a transient occlusion likely related to infusion set or tubing that resolved with standard corrective action.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.